Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2025-01015. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008074, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008074 was manufactured according to the work instruction (wi) version 18 and packaging in the multivac 14, on 30/jun/2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4j00817 was manufactured according to the (wi) version 65 and manufactured on the machines sc05 & sc06 on 08/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that an extended was performed during the outgoing test 9 one sample was found with the purfilm perforated. According to the sampling was accepted. Therefore, the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended for the test 9 was raised during the process it was unrelated to the reported malfunction, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing came apart event on (B)(6) 2025. The site of detachment was tubing connector. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.